Manufacturer narrative:
Additional information can be found in fields g4, g7, h2, h3, h6, and h10/h11. 4307 - intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed a failure with the left hrsv monitor. No video was found to be displayed by the left hrsv monitor and the main board was replaced to address the failure. No trouble was found with the right hrsv monitor. Based on the current information provided, this complaint remains reportable due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure being converted or aborted. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue, and determined that there was no video output due to the failure of the left monitor on the hrsv. To address the issue, the fse replaced the left hrsv monitor and also replaced the right hrsv monitor as a preventive measure. The system was tested, and verified as ready for use. Intuitive surgical, inc. (Isi) has received the parts involved with this complaint, but has not completed the device evaluation yet. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Once failure analysis investigation is completed or if additional information is obtained, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure being converted or aborted. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the left eye image became "noisy" suddenly. The customer contacted technical support to report the issue. The technical support engineer (tse) asked the customer to check the left eye image on the vision side cart (vsc) touchscreen. The customer reportedly checked and confirmed that there was no noise on the left eye image on the vsc touchscreen. Following that, the tse recommended reseating, and replacing the endoscope. The customer reportedly tried to do that but the problem persisted. The tse then recommended switching the integrated electrosurgical unit (iesu) power supply cord connection to the other hp wall. The customer stated that they performed this, but the problem did not improve. Finally, the tse asked the customer to perform a hard power cycle on the surgeon side console (ssc). According to the customer, post implementing the tse's recommendation, the left eye on the ssc turned completely black. The customer stated that they tried to hard power cycle again but the left eye on the ssc remained black. According to the customer, the surgeon decided to continue the surgery with external vision. The surgeon asked the tse how to operate the da vinci system in their situation and the tse explained how to do so. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after ports placement during the first half of the procedure and all troubleshooting steps were exhausted with technical support prior to the surgeon electing to complete the procedure using external vision. The system functionality was checked upon powering on the system and the system did not initially power on with errors. The surgeon was successfully able to see through the high resolution stereo viewer (hrsv) and go into following mode at some point. The procedure was completed robotically using external vision and no injury occurred to the patient. The customer was unwilling to provide the patient demographic information nor information about the patient's medical history and relevant tests.